Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap assisted vaginal hysterectomy procedure, while surgeon was activating the harmonic scalpel, after repeated contact with metal object that was placed in vagina for anatomy identification, the tip of the harmonic scalpel broke off. All pieces were found and accounted for. There was no reported patient consequence.